Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 4 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On (B)(6) 2018, it was reported that the patient was admitted to the hospital on an unknown date for an unspecified reason. Device interrogation revealed power fluctuations and spikes. The patient reported feeling lightheaded during one of the power elevations. The patient also had bloody urine, but had cleared. A computed tomography angiography (cta) performed was normal. A ramp echocardiogram was also performed; however, the results were not provided. Log files were submitted for review. The manufacturer¿s technical services representative reviewed the submitted log which contained data from (B)(6) 2018 and observed power elevations up to 10.4 w; however, the power values seemed to fluctuate between the elevated range and the patient¿s typical baseline and the findings were not indicative of a driveline issue. On (B)(6) 2018, it was reported that the patient was hemodynamically stable, but the vad system continued to produce flows greater than 10 lpm. Additional log files submitted for review had same findings as previous log file review. The customer was advised to monitor for signs of hemolysis or other clinical symptoms of potential thrombus. Additional information was requested, but has not yet been provided.